Event description:
It was reported there was an incorrect dosing event while infusing a chemo drug. There was patient involvement but no harm. Although requested, further information was not provided by the customer.

Manufacturer narrative:
The actual date of event is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: date of event, describe event or problem. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of incorrect dosage could not be confirmed. Log review and testing could not identify or replicate the reported issue. Laboratory test results performed on the reported suspect device confirmed the pump module to be operating within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Rate accuracy testing was performed using guidance from aami tir101:2011 fluid delivery performance testing for infusion pumps. A review of the suspect pump module and concomitant pcu error logs were found with no records related to the reported issue. The review of concomitant pcu event log showed that on (B)(6) 2025 at 10:48 pm, the system was powered on with the suspect pump attached. At 2:46 pm, the channel alarmed for safety clamp open. At 2:50 pm, the user programmed and started a new basic infusion with a rate of 192ml/hr and a volume to be infused (vtbi) of 640ml. The primary volume infused (pvi) was recorded as 0ml. At 4:44 pm, the channel alarmed for air-in-line (ail). The pvi was recorded as 363.222ml. At 4:47 pm, the user powered down the system. It is not possible to determine what the actual volume is within an intravenous (IV) container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of over infusion or unregulated flow being observed. Spring functional tests observed no issues and all tests passed, indicating the occluders and springs were functioning as intended. The incident bd primary administration set was not returned for this investigation; therefore, it could not be tested. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v12.3.2), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. Notes to service suspect s/n: (B)(6) (w/o: (B)(4)). Device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of incorrect dose could not be determined. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported there was an incorrect dosing event while infusing a chemo drug. There was patient involvement but no harm. Additional information provided: per report, on (B)(6) 25, a patient was to receive paclitaxel over 3 hours. The medication arrived from pharmacy in a 500ml dehp free (non-pvc) bag and tubing, as is appropriate, as paclitaxel leaches plastics out of pvc bags. The mar (medication administration record) read that the bag contained 576ml of fluid, and divided over 3 hours, the rate of infusion was 192 ml/hr. This matched the labeling on the bag as well. Two chemo certified nurses verified the drug dosing, calculations and pump settings. The infusion was run at a rate of 192ml/hr. The patient and pump were checked on and visualized throughout the infusion. The infusion was not stopped or paused, and the rate was not altered throughout the infusion. The infusion was started at 1453 and the bag was empty at 1647. The infusion that should have taken 3 hours took only just under 2 hours.